Manufacturer narrative:
No product has been received to date. Complaint history check yielded no other complaints for similar condition for the lot reported. DHR was reviewed and no quality notifications were noted for packaged lot # 2241483. There were two different molding lots went to the packaged lot # 2241483. There was one ncmr raised for one of the molding batch for void in the molding cavities. Without return sample, unable to determine molding lot number for device involved in the incident.

Event description:
Syringe tip cracked inside an alaris microbore tubing set and delayed epinephrine administration. According to the reporter there is no way to say that the pt would not have required intubation; however, the low blood pressure on the pt resulted from the failure to receive the programmed dose of epinephrine infusion contributed to the provider's decision to intubate the pt. The pt was weaned off the epinephrine and had the breathing tube removed. His heart function is improving and he is doing better.